Event description:
It was reported that (1) device was used during a laparoscopic ileocecael resection. It was reported by the affiliate that the lcsk5 device functioned for a half hour then stopped. It could not be activated anymore and they tried to clean it but it simply would not function anymore. The device functioned well on both modes (variable and full). Another device was used to complete the case. There was no consequence to the pt.